Event description:
Patient admitted for delivery of infant. Transferred to the operating room table, while sitting up for spinal, the patient flex her right wrist to brace herself on the table and she told the staff she heard something "pop." Her IV began leaking and the nurse checked it and discovered that the hub of the angiocath had broken off from the catheter. The catheter remained in the patient's vein. The physicians attempted to remove, but were unsuccessful. The c-section was completed and the patient was taken to surgery the next day to remove the retained catheter from her wrist without complications.